Manufacturer narrative:
Motor can control board. Gas spring.

Event description:
It was reported by service report that the fowler keeps binding up once the CPR release is used and does not lay flat or lower to the lowest position. No patient involvement or adverse consequences are reported.